Event description:
It was reported that: "surgeon commented that pt was experiencing pain 6 months post op. The surgeon said the tritanium cup was loose and he removed with ease. Implanted a competitor titanium cup and replaced pca head."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.